Manufacturer narrative:
The manufacturer received the device in question for evaluation. During the initial evaluation the reported failure could be confirmed and it was decided that the rotaflow drive (rfd) needs to be sent to a supplier for further investigation and repair. During the suppliers investigation it was confirmed that the system-resident offset value of the rfd was too high. Based on the available information to the manufacturer at this time the reported failure could be confirmed. The cause for the reported inability to perform the zero calibration was determined to be due to repeatedly performed handling errors which lead to a stack-up of values, raising the overall offset value above the acceptable limit. The system-resident offset value of the rfd was reset. The system was calibrated adn successfully tested to specifications.

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be sent to maquet (B)(4) for investigation. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that after priming the flow display shows 3,89 1/min. It was not possible to set the zero flow. (B)(4).